Event description:
Caller reported potential (B)(6) troponin (tni) on the triage cardiac profiler compared to the beckman lab device. A (B)(6) male pt tested on 3 separate days. On (B)(6) 2012, pt was a "do not resuscitate" pt and did not have any procedures, so customer cannot determine anything from a catheterization. Customer is not too concerned about results from (B)(6) 2012 and (B)(6) 2012 due to timing of tests and because tests showed circulating troponin. No other pt information provided.

Manufacturer narrative:
Investigation pending.